Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event. The device was forwarded to supplier for examination and investigation. The root cause is attributed to product wear out. Based on the root cause of product wear out, corrective action is not needed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument was used to align the implant and the tip broke.